Manufacturer narrative:
This report is submitted on december 24, 2022.

Event description:
Per the clinic, open circuits were noted on 12 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on may 11, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 03, 2023.